Manufacturer narrative:
The reported events of failure to capture and dislodgement. As received, a complete lead was returned in one piece for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the left ventricular lead (lv lead) failed to capture. Through fluoroscopy, the lv lead was found to be dislodged. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2022.